Event description:
Customer originally called regarding no delivery alarms and it was determined it was caused by an occluded reservoir. During the conversation, they mentioned they were hospitalized with low bgs in 2005. Troubleshooting revealed the incident was the result of an insulin reaction and incorrect programming and replacement reservoirs were sent.